Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had blood glucose levels of 28 mg/dl. Treated with glucagon injection. It was also mentioned that the customer's insulin pump has been dropped a few times and there is damage to the battery compartment and reservoir compartment. Troubleshooting was declined. Advised insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump had a scratched reservoir tube window, a cracked reservoir tube lip and minor scratches on the display window.